Event description:
Pt had bowel management system in place. He began having bloody bowel movements with large clots. Colonoscopy showed large mucosal ulcer in rectum with active oozing. Six days later, the pt again began to bleed from rectum. The pt was taken emergently to the or for examination under anesthesia (eua), then to angio for coiling for rectal bleeders. The pt returned to the or again 10 days later for rectal bleeding. Subsequently, seven days later, the pt bled again with an acute drop in hemoglobin. The pt was taken to the or emergently, where the rectum was noted to be necrotic. The pt required abdominal perineal resection (apr) with a colostomy.

Manufacturer narrative:
The hospital was contacted multiple times to obtain additional info regarding the use of the device. Phone calls were not returned.